Manufacturer narrative:
The insulin pump was received unable to prime during the prime test due to due to faulty force sensor resistor. Unable to perform basic occlusion, occlusion and excessive no delivery test due to prime fill anomaly. The insulin pump was tested with water filled reservoir and no air bubbles noted during our testing. The insulin pump passed self-test, unexpected restart test and all operating currents measurement were normal. The insulin pump had minor scratched display window, crack display window corner, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads. Disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer treated their blood glucose levels with manual injections. It was unknown what caused the customer's blood glucose to rise. The customer returned the product for analysis.